Event description:
It was reported that the device overheated during the course of a surgical procedure. A back-up device was used and the procedure was completed successfully without delay. There were no adverse consequences reported.